Manufacturer narrative:
Analysis of historical records (please also kindly refer to MFR report 9680825-2016-00076 and 9680825-2016-00077). The devices involved in this event have not yet been received by orthofix (B)(4). Unfortunately also the code and the batch number has not been made available and therefore it was not possible to perform the verification of the historical data. Technical evaluation: the devices involved in this event have not yet been received by orthofix (B)(4). The technical evaluation will be performed as soon as the devices become available. Medical evaluation: the information made available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once further information and/or the results of the technical evaluation will be available. As soon as the results of the investigation will be available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the devices on the market. Please also kindly refer to MFR reports 9680825-2016-00076 and 9680825-2016-00077.

Event description:
The information provided by the local distributor indicates: product code: two tl-hex struts code and lot unknown and one tl-hex ring code and lot unknown (please also kindly refer to MFR reports 9680825-2016-00076 and 9680825-2016-00077). Hospital name: (B)(6) hospital. Surgeon name: (B)(6). Date of initial surgery: (B)(6) 2015. Body part to which device was applied: tibia left. Surgery description: lengthening. Patient information: (B)(6), male. Problem observed during: clinical use on patient. Type of problem: clinical (patient) problem. Event description from the complaint form provided by the importer: "contact from patient on 15 aug 2016 - informed via email (patient from (B)(6)) that two lateral struts had become unattached from distal ring. Patient was last seen in clinic in (B)(6) on (B)(6) 2016. Patient was made to be non-weight bearing, with follow up in (B)(6) on (B)(6) 2016. It was determined then that the patient could have the frame removed. No change in radiographic or clinic alignment of tibia. No length lost frame removed on (B)(6) 2016. Stress x-rays intra-operatively showed consolidation was strong so frame could be removed". The complaint report form also indicates: the devices failure did not have any adverse effects on patient. The initial surgery was completed with the devices. The event did not lead to a clinically relevant increase in the duration of the surgical procedure. An additional surgery was not required. A medical intervention was required (performed on (B)(6) 2016). Copies of the operative reports are available. Copies of the x-rays images are available (not received by orthofix. Patient current health condition: health teenage boy, fibular hemimelia. Event description from the operative report dated (B)(6) 2016: "the patient is a (B)(6) boy who has a background of fibular hemimelia and has had a deformity and limb lengthening procedure performed on his left lower limb where he has had tl-hex frame applied and a syndesmotic screw distally. He has recently broken 1 of the struts and presented slightly earlier to when we had initially planned to remove the frame. X-rays performed illustrate a healed osteotomy site and it appears to be solid." Please also kindly refer to MFR report 9680825-2016-00076 and 9680825-2016-00077. (B)(4).

Manufacturer narrative:
Analysis of historical records (please also kindly refer to MFR report 9680825-2016-00076 and 9680825-2016-00077) the devices involved in this event have not been returned. Unfortunately also the code and the batch number has not been made available and therefore it was not possible to perform the verification of the historical data. Technical evaluation (please also kindly refer to MFR report 9680825-2016-00076 and 9680825-2016-00077) a technical evaluation of the devices involved in this event was not possible as they have not been returned. The technical evaluation will be performed as soon as the devices become available. Medical evaluation (please also kindly refer to MFR report 9680825-2016-00076 and 9680825-2016-00077) the information made available on the case was sent to our medical evaluator. Please find below an extract of the medical evaluation performed. "This (B)(6) patient has had previous lengthening operations because of fibular hemimelia. On this occasion he had a proximal tibial osteotomy followed by lengthening and angular correction, with a 2 ring tl-hex system. Right at the end of treatment 2 struts became detached from the distal ring. He attended clinic 3 days later and it was found that the osteotomy had healed and treatment was finished, so the frame was removed. No harm came to the patient. The x-rays show excellent bone healing in a good position". Final comments (please also kindly refer to MFR report 9680825-2016-00076 and 9680825-2016-00077) a technical evaluation of the devices involved in this event was not possible as they have not been returned. The technical evaluation will be performed as soon as the devices become available. The medical evaluation evidenced as follow: "this (B)(6) patient has had previous lengthening operations because of fibular hemimelia. On this occasion he had a proximal tibial osteotomy followed by lengthening and angular correction, with a 2 ring tl-hex system. Right at the end of treatment 2 struts became detached from the distal ring. He attended clinic 3 days later and it was found that the osteotomy had healed and treatment was finished, so the frame was removed. No harm came to the patient. The x-rays show excellent bone healing in a good position". Based on the information available on the event, it was not possible to finalize the investigation and determine the root cause of the event notified. If further information and/or the devices involved become available, orthofix (B)(4) will finalize the investigation. Orthofix (B)(4) continues monitoring the devices on the market. Please also kindly refer to MFR reports 9680825-2016-00076 and 9680825-2016-00077.

Event description:
The information provided by the local distributor indicates: - product code: two tl-hex struts code and lot unknown and one tl-hex ring code and lot unknown (please also kindly refer to MFR reports 9680825-2016-00076 and 9680825-2016-00077)/ - hospital name: (B)(6) hospital. - surgeon name: (B)(6). - date of initial surgery: (B)(6) 2015. - body part to which device was applied: tibia left. - surgery description: lengthening. - patient information: (B)(6), male. - problem observed during: clinical use on patient. - type of problem: clinical (patient) problem. - event description from the complaint form provided by the importer: "contact from patient on 15 aug 2016 - informed via email (patient from (B)(6)) that two lateral struts had become unattached from distal ring. Patient was last seen in clinic in (B)(6) on (B)(6)2016. Patient was made to be non-weight bearing, with follow up in (B)(6) on (B)(6) 2016. It was determined then that the patient could have the frame removed. No change in radiographic or clinic alignment of tibia. No length lost frame removed on (B)(6) 2016. Stress x-rays intra-operatively showed consolidation was strong so frame could be removed". The complaint report form also indicates: - the devices failure did not have any adverse effects on patient. - the initial surgery was completed with the devices. - the event did not lead to a clinically relevant increase in the duration of the surgical procedure. - an additional surgery was not required. - a medical intervention was required (performed on (B)(6) 2016). - copies of the operative reports are available. - copies of the x-rays images are available. - patient current health condition: health teenage boy, fibular hemimelia. - event description from the operative report dated (B)(6) 2016: "the patient is a (B)(6) boy who has a background of fibular hemimelia and has had a deformity and limb lengthening procedure performed on his left lower limb where he has had tl-hex frame applied and a syndesmotic screw distally. He has recently broken 1 of the struts and presented slightly earlier to when we had initially planned to remove the frame. X-rays performed illustrate a healed osteotomy site and it appears to be solid". On november 8, 2016 orthofix (B)(4) received the following information from the local distributor: "unfortunately I have followed up with the hospital on this several times with no good results in locating the equipment removed from the patient. It's quite bizarre to say the least but that is the point we are at right now" please also kindly refer to MFR report 9680825-2016-00076 and 9680825-2016-00077. (B)(4).